Event description:
It was reported that the reservoir of an infusor ruptured before the patient connected. The rupture occurred while the patient was in possession of the infusor. The infusor had been prefilled with penicillin and normal saline, then shipped to the patient in a cardboard cooler box. There was no patient injury, medical intervention, or adverse event reported. No additional information is available.

Manufacturer narrative:
(B)(4). If additional relevant information is obtained, then a follow-up MDR will be submitted.

Manufacturer narrative:
(B)(4). A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The sample was not available for evaluation. Should additional relevant information become available, a supplemental report will be submitted.